Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mm x 20mm x 80cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon with the batch number of 26550325 located on the device hub. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damage, but microscopic examination revealed a small pinhole tear at 34mm from the tip. Inspection of the remainder of the device showed no signs of additional damage to the device. Product analysis confirmed the presence of a material rupture.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.